Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal, one endeavor sprint rx drug-eluting stent implanted to the mid circumflex and one endeavor sprint rx drug-eluting stent implanted to the proximal circumflex. The following day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Ref 96 12164-2012-00092 <(>&<)> 9612164-2012-00093 <(>&<)> 9612164-2012-00094.

Event description:
The investigator indicates that the previously reported mi event was possibly related to the study device.